Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. Patient reported the site around the cannula was red, warm to the touch and oozing pus. The patient was taken to the urgent care and diagnosed with a staph infection; however, no cultures were done. After 2-3 weeks of treatment patient noted site is still red and the skin is scaly but there is no longer swelling, drainage and it is no longer warm to the touch. The patient was treated with prescribed antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone14.8, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.